Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm. The technical service representative (tsr) assisted the home patient (hp) to end therapy as the hp never changed out supplies from previous therapy that ended during a power failure. The hp would contact the nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This was a use error so the sample was not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The use error - failed to follow therapy steps was confirmed to be caused by the patient based on customer contact. Specifically, the patient had to end therapy due to a power failure. When restarting therapy the patient used the same disposable supplies. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.